Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10. Results of investigation: the suspect device was not returned for investigation. Vyaire medical was unable to determined root cause as the issue is no longer reproducible, but most likely the epc is causing the failure. Advised customer to exchange the unit main electronics to resolve the problem.

Manufacturer narrative:
The suspect device was not returned for investigation at this time. However, logfile reviewed but could not find cfb file and found that the software patch 19 was active. According to knowledge base this is due to epc - defective and requires an exchange of main electronics. Initiated parts order under warranty. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
He customer reported bellavista1000 us suddenly appeared blue screen with error message: "enter password" while on a patient. Furthermore, the customer confirmed that the patient immediately placed to another ventilator by the nurse as a preventive action to any unwanted issue but no patient harm.